Event description:
The patient stated that he is experiencing unexplained elevated blood glucose due to his infusion device delivering insulin inaccurately. He stated that he woke up in 2007 and ate a normal breakfast and at 10am his blood glucose measured 260 mg/dl. The patient's normal blood glucose range is 90-125 mg/dl. He did not report any symptoms of elevated blood glucose. The patient switched to his backup infusion device, changed his insulin cartridge and infusion set, and bolused 3 units of humalog via syringe to lower his blood glucose. He stated that this issue has occurred at various times since one month earlier. The patient's adapter had been in use since 2005. The patient was not willing to troubleshoot his infusion device. Upon follow up, the patient stated that his blood glucose has been around 110 mg/dl and his backup infusion device is operating properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.